Event description:
A ventilator was returned to a third-party service center for service due to a service required alarm. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required codes were observed in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.